Manufacturer narrative:
E1 - initial reporter phone has an extension (B)(6). The device is not available for evaluation. The investigation is pending.

Event description:
The event involved a tego® connector where the customer reported that inside, a plastic piece came out of yellow piece. They were being gentle, and it still happened when disconnecting the patient. The event occurred during or after use. There was patient involvement and no adverse events.

Manufacturer narrative:
A photo was returned showing two d1000 tegos. One (1) of the tegos yellow body had been sheared in two. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.